Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 38 x 4.00mm stent was returned for analysis. The device was returned to the complaint investigation site for analysis. Visual, tactile and dimensional analysis was performed on the device. Visual and tactile examination of the stent noted the stent had been damaged, while microscopic examination confirmed stent damage with stent struts lifted at the proximal section. No other device issues were identified during returned product analysis. There is evidence that the physician used the device in a region of the patient for which it was not intended (right upper extremity) therefore it is likely that this off label use of the device could have contributed to the stent damage noted during product analysis. The IFU instructs the user to use this promus premier device in coronary arteries.

Event description:
It was reported that stent fracture occurred. The 60% stenosed target lesion was located in the right upper extremity. A 38 x 4.00 promus premier drug-eluting stent was selected for treatment; however, the stent was fractured. No patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that stent fracture occurred. The 60% stenosed target lesion was located in the right upper extremity. A 38 x 4.00 promus premier drug-eluting stent was selected for treatment; however, the stent was fractured. No patient complications reported, and the patient was stable following the procedure.